Event description:
It was reported that a 980 ventilator had a broken caster/wheel. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the wheel base. The se performed calibrations and extended self-testing on the device and all tests passed.